Manufacturer narrative:
The t:slim g4 user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and reloaded a used cartridge to address the event. Tandem technical support advised the customer against reusing cartridges.